Manufacturer narrative:
The universal surgical manipulator (usm) has been evaluated by the failure analysis (fa) team. Upon visual inspection, fa noticed some ground straps popping out of the spar around the carriage which would be related to the reported event. The usm was installed onto a known good system where the component functioned as expected even though it had ground straps hanging out and a damaged rolling loop assembly, which replicated the reported event. The usm was then installed onto a patient side cart fixture test platform (pftp) where the ground straps had to be cut to continue the tests and sine cycle also was found to be failing. Once testing was completed, the rolling loop fiber was applied behavior analysis (aba) tested and was verified to be the source of the fault. The complaint was confirmed based on the failure analysis. The probable root cause could be attributed to damaged caused by external collisions or mishandling of the patient side cart (psc).

Event description:
It was reported that during a da vinci-assisted surgical nephrectomy procedure that the silver ribbon popped out of the arm 2 instrument carriage. The arm continued to work, however, the customer discontinued using the arm. The procedure was completed with no reports of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was able to reproduce the reported complaint. He could feel the ribbon catch when moving carriage down rail. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. The usm involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.